Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) in a preloaded device was implanted. Once implanted, the doctor noticed that the haptic was damaged due to a folding issue. The patient will be assessed post operatively. We learned through follow up that the lens remains implanted and the patient is fine. No further detail was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation : product evaluation was performed on the photographs provided by the customer. The photographs displayed an implanted lens. It could be observed that the edge of the lens was damaged and there was a line of damaged that extended to the optic body however the nature of the damage could not be determined from a photographic evaluation. Per the definition of "haptic damaged" , the complaint issue could not be confirmed. However, the observed issue "lens damaged", based on the complaint description, is similar to the complaint issue "haptic damaged" and could not be confirmed to be related to the manufacturing or design process. The complaint issue "lead haptic not folded" was not confirmed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.